Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an mr850 humidifier gave a heater wire disconnect alarm after a few days of use with an rt266 infant dual-heated evaqua2 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant circuit was returned to fisher & paykel healthcare in new zealand for evaluation. The electrical resistance of the inspiratory and the expiratory heater wires was tested using a calibrated multimeter. Continuity testing and visual inspection were also conducted to check the electrical connection between the heater wires and the heater wire pins. Results: no physical damage was observed to the returned breathing circuit. The electrical resistance test showed the inspiratory heater wire was open circuit. Continuity test and visual inspection revealed that the open circuit in the inspiratory heater wire was located at the connection between the heater wire and the left heater wire pin inside the overmoulded plug. The electrical resistance of the expiratory heater wire was within specification. A lot check revealed no other complaints of this nature for lot number 140304. Conclusion: electrical open circuits in heater wires can be associated with insufficient connection of the heater wire pin during production, such that it is unable to provide continuity for the full period of use. All rt266 infant breathing circuits are visually inspected and resistance and continuity tested during production, and those that fail are rejected. We were informed that the breathing circuit malfunctioned after a "few days" of use and had thus become open circuit while in use. The user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. (B)(4).